Manufacturer narrative:
Boston scientific crm received additional information from the local representative that this patient will be scheduled for a system replacement at another hospital. The event will be reopened if additional information and/or products are returned for laboratory testing.

Manufacturer narrative:
The available information suggests that the device and rv defibrillation lead remains in-service.

Event description:
Boston scientific crm received information that this patient's (B)(6) montioring system detected a red alert (high right ventricular (rv) pacing lead impedance). The local representative was contacted and the clinic nurse had already started reviewing the data upload from (B)(6) physician web site.

Manufacturer narrative:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory. The rv and ra leads were successfully explanted and replaced. The chronic device remains in-service.